Event description:
(B)(6) study. It was reported that left bundle branch block occurred (lbbb). The subject was enrolled into the (B)(6) study in (B)(6) 2019 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given. The subject received loading doses of 325mg of aspirin and 300mg of clopidogrel. A lotus introducer was inserted and advanced into position. Balloon aortic valvuloplasty (bav) was not performed. The aortic valve was treated with deployment of a 25mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial resheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. On the same day of index procedure, the subject developed lbbb. An electrophysiology study was performed as a diagnostic test. At the time of reporting, the event was considered to be not recovered/ not resolved.

Manufacturer narrative:
B5 - describe event or problem: updated with additional information received.

Event description:
Reprise IV study it was reported that left bundle branch block occurred (lbbb). The subject was enrolled into the reprise IV study in (B)(6) 2019 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given. The subject received loading doses of 325mg of aspirin and 300mg of clopidogrel. A lotus introducer was inserted and advanced into position. Balloon aortic valvuloplasty (bav) was not performed. The aortic valve was treated with deployment of a 25mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial resheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. On the same day of index procedure, the subject developed lbbb. An electrophysiology study was performed as a diagnostic test. At the time of reporting, the event was considered to be not recovered/ not resolved. It was further reported that event was treated with a temporary venous pacemaker and the subject was discharged two days post procedure.